Event description:
It was reported that the interlocking arm of the coil unlocked from the pusher wire inside the guiding catheter. The 10mm target lesion was located in the moderately tortuous and mildly calcified pulmonary artery. While performing the pulmonary aneurysm embolization procedure, a 22mm x 60cm interlock was inserted into the non-bsc 4f guide catheter. The interlocking arm of the coil separated inside the guide catheter. The guide catheter was pulled but the coil could not be retrieved; therefore the coil was successfully removed from the patient together with the guide catheter. The procedure was completed with another of the same device. There were no patient complications reported. However, device analysis revealed detachment of fiber bundles and the coil was returned without the interlocking arm.